Manufacturer narrative:
(B)(4).

Event description:
Patient's grandfather contacted dexcom on (B)(6) 2016 to report that the receiver displayed hwbpp on (B)(6) 2016. The patient's grandfather did not report injury or medical intervention. No additional patient or event information is available.